Event description:
The patient reported receiving repeated 04 (occlusion) errors on her device. The patient stated that she usually uses this specific infusion set, but her pharmacy has not been able to supply them to her. She then switched to another infusion set and started to receive the 04 errors. Whenever she would receive the 04 error, she would change out the tubing and her infusion device would work fine. She did experience an elevated blood glucose of 28 mmol/l (504 mg/dl). She did not report any symptoms with her elevated blood glucose. No medical treatment was necessary. Product has been requested for return to be evaluated.